Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the capillary fibers of the dialyzer, approximately ¾¿ to 1¿ below the dialysate inflow port. It was confirmed that the machine, an artis gambro, alarmed appropriately with a blood leak alert. The hd treatment was immediately stopped. A blood test strip was used to test the dialysate fluid for blood, and it tested positive. The nm stated there was visible damage observed on the dialyzer, but no further details were provided on this. The patient¿s estimated blood loss (ebl) was approximately 300ml, from the discarded circuit. Other than blood loss, there were no adverse effects experienced by the patient. It was confirmed that medical intervention was not required, and the patient was not transfused. The patient completed their treatment after being re-setup with new supplies. The nm did not say if the patient resumed treatment on the same machine or if they were moved to a different machine. The dialyzer was not available to be returned for manufacturer evaluation as it was confirmed to be discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the capillary fibers of the dialyzer, approximately ¾¿ to 1¿ below the dialysate inflow port. It was confirmed that the machine, an artis gambro, alarmed appropriately with a blood leak alert. The hd treatment was immediately stopped. A blood test strip was used to test the dialysate fluid for blood, and it tested positive. The nm stated there was visible damage observed on the dialyzer, but no further details were provided on this. The patient¿s estimated blood loss (ebl) was approximately 300ml, from the discarded circuit. Other than blood loss, there were no adverse effects experienced by the patient. It was confirmed that medical intervention was not required, and the patient was not transfused. The patient completed their treatment after being re-setup with new supplies. The nm did not say if the patient resumed treatment on the same machine or if they were moved to a different machine. The dialyzer was not available to be returned for manufacturer evaluation as it was confirmed to be discarded.